Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that at around 345am, the patient¿s cgm alarm went off and her reading was 40 mg/dl. No bg meter comparison value was reported. The patient was wearing an omnipod insulin pump. The patient self-treated by eating (2) candy bars and then went back to sleep. The patient then said things worsened and by 1130am, the patient¿s daughter checked on her and said the patient ¿looked like she was having a stroke¿. She was in a cold sweat, couldn¿t get out of bed, and had lost feeling in her arms. The patient¿s daughter called emergency medical services (ems). Once ems arrived, the patient¿s bg meter was reading 40 mg/dl and she was treated with IV ¿sugar water¿ and a peanut butter and jelly sandwich. The patient was asked what the cgm device was displaying at this time, and she said it was reading 40 mg/dl also. However, it was unclear if the patient was referring to earlier in the event at 345am when the cgm was reading 40 mg/dl, or if the cgm was still reading 40 mg/dl by 1130am when ems arrived. It was also not specified how the cgm device was behaving prior to the patient¿s daughter finding her symptomatic at 1130am. The patient was transported to the emergency room (ER). There was no documentation on whether any further medication or treatment was provided to the patient in the ER. The patient was discharged home later the same day. The patient was in ¿good condition¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the supplemental MDR, a correction is required due to an updated data investigation. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On 07/11/2025, it was reported that at around 345am, the patient¿s cgm alarm went off and her reading was 40 mg/dl. No bg meter comparison value was reported. The patient was wearing an omnipod insulin pump. The patient self-treated by eating (2) candy bars and then went back to sleep. The patient then said things worsened and by 1130am, the patient¿s daughter checked on her and said the patient ¿looked like she was having a stroke¿. She was in a cold sweat, couldn¿t get out of bed, and had lost feeling in her arms. The patient¿s daughter called emergency medical services (ems). Once ems arrived, the patient¿s bg meter was reading 40 mg/dl and she was treated with IV ¿sugar water¿ and a peanut butter and jelly sandwich. The patient was asked what the cgm device was displaying at this time, and she said it was reading 40 mg/dl also. However, it was unclear if the patient was referring to earlier in the event at 345am when the cgm was reading 40 mg/dl, or if the cgm was still reading 40 mg/dl by 1130am when ems arrived. It was also not specified how the cgm device was behaving prior to the patient¿s daughter finding her symptomatic at 1130am. The patient was transported to the emergency room (ER). There was no documentation on whether any further medication or treatment was provided to the patient in the ER. The patient was discharged home later the same day. The patient was in ¿good condition¿ at the time of report. It was reported that an unknown issue occurred. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that at around 345am, the patient¿s cgm alarm went off and her reading was 40 mg/dl. No bg meter comparison value was reported. The patient was wearing an omnipod insulin pump. The patient self-treated by eating (2) candy bars and then went back to sleep. The patient then said things worsened and by 1130am, the patient¿s daughter checked on her and said the patient ¿looked like she was having a stroke¿. She was in a cold sweat, couldn¿t get out of bed, and had lost feeling in her arms. The patient¿s daughter called emergency medical services (ems). Once ems arrived, the patient¿s bg meter was reading 40 mg/dl and she was treated with IV ¿sugar water¿ and a peanut butter and jelly sandwich. The patient was asked what the cgm device was displaying at this time, and she said it was reading 40 mg/dl also. However, it was unclear if the patient was referring to earlier in the event at 345am when the cgm was reading 40 mg/dl, or if the cgm was still reading 40 mg/dl by 1130am when ems arrived. It was also not specified how the cgm device was behaving prior to the patient¿s daughter finding her symptomatic at 1130am. The patient was transported to the emergency room (ER). There was no documentation on whether any further medication or treatment was provided to the patient in the ER. The patient was discharged home later the same day. The patient was in ¿good condition¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.